Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 186mg/dl at the time of incident. During troubleshooting it was found that the alarm could not be cleared, after attempting to prime the pump. Customer was advised that the device would be replaced and agreed to return the product for analysis.